Event description:
The facility¿s biomedical engineer (biomed) reported that his olympus colonovideoscope was experiencing angulation issues during device reprocessing. According to the initial reporter, the scope has no ¿up/down¿ angulation. There was no patient involvement during this event. During the device evaluation, it was discovered that the unit had undergone insufficient reprocessing as foreign material was found clogging the nozzle. This report is being submitted to capture the insufficient reprocessing confirmed during the device evaluation.

Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, as noted in b5, the subject device had undergone insufficient reprocessing. There was foreign material noted in the nozzle and in the tubing. If additional information becomes available following the device evaluation, a supplemental report will be filed.

Manufacturer narrative:
This supplemental report is to inform that upon further review, this is not a reportable malfunction. The initial medwatch reported the returned device found foreign material clogged during evaluation; however; the customer returned the device without reprocessing which caused the foreign material to remain. Per the legal manufacturer, this issue is not likely to cause or contribute to death or serious injury if the malfunction were to recur.